Manufacturer narrative:
Catheter: model 8711, serial# (B)(4), implanted: (B)(6) 2010. Accessory: neu_refillkit_acc, lot# unknown. (B)(4).

Event description:
The patient had been having "a lot of issues with spasms." The patient had also had two surgeries in his spinal column, one procedure was six hours long, one was ten hours long, it was not clear what exactly was done. One of the surgeries, a spinal fusion on (B)(6) 2013, after which the family was told that the pump "might have been manipulated a little bit," but it was not reported what was meant by that. It was noted that while in the hospital for the surgeries, the patient use heat packs and blankets. On the day of the initial report, the healthcare provider (hcp) expected 4ml residual volume and all she drew back was "a lot of air." The hcp was sure she was in the reservoir as she felt the metal at the bottom; she drew back "a little," "even manipulated" the needle "a little." When the hcp attempted to inject preservative free normal saline into the reservoir the refill kit was dripping a little at the needle hub where the tube and the needle connect. The hcp had hooked the kit up "perfectly" and screwed it on "nice and tight," but noted that "it's all leaking at the top of the extension." The extension tubing was disconnected from the needle and the needle and filter were attached to the needle hub and the pump was filled with 40 ml of lioresal. The hcp confirmed she was in the pump by aspirating 10ml during the fill process.

Manufacturer narrative:
Accessory refill kit 8565 lioresal 2x20mlx20mg en, lot# n365563, (B)(4).